Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support for assistance and during the call the patient reported they were having draining issues and was diagnosed with peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 due to drain complications, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = >6000 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin (dose not provided) every other day, and ip ceftazidime (dose not provided) daily x 21 days. As of 11/dec/2022, the patient¿s peritoneal effluent fluid cultures were negative for growth, however the patient will continue the antibiotic course until completed. The patient is recovering from the events, and a second peritoneal effluent cell count was obtained (wbc = <100 u/l) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the peritonitis was attributed to an unspecified touch contamination event, as the patient readily admits they were not using gloves or washing their hands prior to initiation or discontinuation. The pdrn stated training was administered and the patient continues to utilize the same liberty select cycler as before the events. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s), drug(s), and/or product(s). Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.